Manufacturer narrative:
The device has been received by medtronic in europe and will be returned to medtronic in (B)(4). Once the device is received and analyzed a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield (ped2) did not open properly when they unsheathed it. Prior to the event, the microcatheter was flushed and paced in the distal end of the right internal carotid artery (ica). The ped2 was flushed with backflush and everything was fine. The ped2 was then unsheathed and that was when the reported event occurred. There was massive friction when resheathing just to make sure that the ptfe sleeves flipped over. The physician was not able to resheath totally, so it was stuck in the distal end of the pipeline with the phenom 27. The physician tried again but the ped2 did not open fine. Due to the massive amount of friction, the pipeline and microcatheter were removed and a new ped2 and catheter were used to complete the procedure. The patient was undergoing embolization treatment of an unruptured saccular aneurysm located in the ophthalmic segment of the right internal carotid artery. The patient¿s vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy. The pipeline was reported to be stuck in distal part of microcatheter when resheathing. The physician released the slack in the system, but it did not resolve the issue. The distal part of the microcatheter was found kinked.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the pipeline flex with shield device was returned for evaluation. As received, the device was within the catheter and was removed. The pipeline flex with shield distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield braid were fully open and moderately frayed. Bends were found on the pusher in a segment near the proximal end.  Based on the analysis findings, the report of pipeline flex with shield failure to open on the distal and proximal ends could not be confirmed. The cause of the event could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.